Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from date manufacturer was made aware.

Event description:
It was reported that the patient leads had high impedances and were not functioning properly. The patient underwent lead replacement procedure. Additional information was received that the patient experienced loss of stimulation due to high impedances on the leads. The explanted devices will not be returned.

Event description:
It was reported that the patients leads had high impedances and were not functioning properly. The patient underwent lead replacement procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7075591.